Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing heating and pain at her ipg site. The pt also states she has difficulty sitting and walking. Further follow up with the physician maybe pending.